Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating no further testing was performed at this time. The system will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The patient reported the device emitted beeping tones and they felt a shock sensation. Boston scientific technical services (ts) discussed programmability of beep on out of range measurements and provided troubleshooting options. Ts discussed they were unsure of what would cause the shocking sensation. No adverse patient effects were reported.